Event description:
It was further reported that target lesion 1 was predilated prior to implantation. Intervention, 132 days post index procedure, consisted of poba to the distal rca. Distal flow could be established. An angioject catheter was used to perform several embolectomy passes establishing flow to the distal rca. After administration of intracoronary nitroglycerin, a residual amount of thrombus was administration of intracoronary nitroglycerin, a residual amount of thrombus was noted. A pronto catheter was used to perform additional embolectomy passes in the distal rca. Final injection showed "minimal amount of thrombus with timi iii flow in the distal rca". The pt was instructed on the importance of taking his medications and the risk of stent thrombosis reoccurring if he is not complaint. Medical assistance for medications was offered. The pt remained stable and was discharged on continued asa and plavix therapy.

Event description:
Same patient as MDR 6000089-2005-01303, -00171, and -00247. It was reported that 132 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel reintervention (tvr) of the distal right coronary artery (rca). The index procedure treated one target lesion to alleviate in-stent restenosis. Target lesion 1 was a 3.5 mm vessel diameter, 72% stenosed region of the distal right coronary artery (rca). The lesion was 30.0 mm in length, was moderately tortuous, and had mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 3.5x32 mm drug eluting stent without complication. Residual stenosis was 10% after stent implantation. The patient was discharged from the hospital one day post index procedure receiving asa and plavix. The site reported that the patient underwent a tvr of the distal rca 132 days post index procedure. The physician performed plain old balloon angioplasty (poba) and a thrombectomy of the target vessel. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr. The patient was discharged from the hospital three days post tvr.